Event description:
It was reported that, on an unknown date, a 5 gang 4-way nanoclave¿ stopcock w/baseplate, rotating luer generated a leak during use. It was reported that the item was the 5-port manifold, the patient was moved from the operating room (or) to the cardiovascular intensive care unit (cvicu) and ended up having blood pressure control issues due to one of the ports not functioning properly. It was leaking medication from around the seal. The department reported that they reattached the intravenous (IV) lines to the port and it continued to leak at that time they changed out the defective product with a new manifold that had no issues. The patient was in a blood pressure (bp) critical zone for approximately 8 minutes, but no injury occurred and the patient is recovering from the procedure. The department discarded the defective item upon removal and replacement. No patient harm was noted. There was a patient involved, but no patient harm/injury.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.